Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. No product or data was provided for evaluation. Confirmation of the reported allegation was undetermined. The probable cause could not be determined. It was also reported that the patient was under 2 years old. Labeling indicates: the dexcom system is a glucose monitoring device indicated for detecting trends and tracking patterns in persons ages 2 to 17 years with diabetes. No additional event or patient information is available.